Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedances on contact one after the battery change. No environmental/external/patient factors were known to have led or contributed to the issue. They attempted to clear the high impedances during surgery but could not get it resolved. The issue was unresolved. No patient symptoms or further complications were reported as a result of this event.